Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had twiddler syndrome. There were no pacing or system issues noted. Additional information indicates that there was no lead dislodgement. The suture sleeve was pulled back and was resolved prior to any complications. Additional information indicates that the suture sleeve being pulled back was noticed when the pocket was opened or it was not secured as needed at initial implant. This pacemaker was repositioned and still remains in service. No additional adverse patient effects were reported.